Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine implant procedure, all measurements on the pacing system analyzer were within normal limits. When hooked up to the device, rate/sense impedance measurements varied, measuring greater than 2,000 ohms on several occasions. The setscrew was tightened and all lead impedance measurements were within acceptable limits. To date, no adverse patient effects were reported with this clinical observation.